Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units. Reportedly, the cartridge was filled with 300 units of cold insulin. Blood glucose level was approximately 250 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.